Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal distension ("abdominal swelling") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, the coils were in place, but the fallopian tube was upside down. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding, most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received - new event "abdominal pain" was added. Outcome for the vaginal bleeding and menorrhagia was added as recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("abdominal swelling"). The patient was treated with surgery ((B)(6) 2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication and product lot number was added. Events vaginal bleeding, menorrhagia, dysmenorrhea, abdominal swelling added from pfs. Outcome of the event pelvic pain was updated to recovering/resolving from unknown. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal distension ("abdominal swelling"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen.abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery ((B)(6) 2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the menstrual disorder, dysmenorrhoea, abdominal distension, depression, anxiety and post procedural complication outcome was unknown and the abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, gen.abnormal bleeding diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, the coils were in place, but the fallopian tube was upside down. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen.abnormal bleeding and post procedural complication were added. Outcome of the event abdominal pain was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal distension ("abdominal swelling") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, the coils were in place, but the fallopian tube was upside down. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal distension ("abdominal swelling") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, abdominal distension, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, the coils were in place, but the fallopian tube was upside down. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet was received events added from pfs- depression and mental anguish were added. Concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal distension ("abdominal swelling"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (B)(6)2010 total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the menstrual disorder, abdominal distension, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, vaginal bleeding, menorrhagia, dysmenorrhea, abdominal pain, gen. Abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(unspecified), but result was not provided.. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, the coils were in place, but the fallopian tube was upside down. Concerning the injuries reported in this case, the following ones were reported via social media vaginal spotting, abdominal swelling, menorrhagia. Bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of events "pelvic pain, vaginal bleeding, menorrhagia, dysmenorrhea was changed to recovered/resolved". Lab data was updated to essure confirmation test conducted "yes". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent total hysterectomy, right salpingectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.